Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter alleged that the battery compartment was cracked/damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/01/2014 with the following findings: the returned battery cap¿s threads were stripped and the battery cap was unable to fit securely and to maintain electrical connection. A test battery cap was used to complete the investigation. The battery compartment was cracked at the case seal. Unrelated to the battery compartment issue, the audio bolus button cover and the white slug contact were detached and missing from the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.